Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient information was requested but not provided.

Event description:
It was reported the device did not alarm air-in-line when there was a possible air in the IV tubing while infusing normal saline 250ml.